Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a versacross access solution rf wire was selected for use. During insertion of the versacross sheath, the guidewire became lodged within the sheath. While attempts were made to advance the wire, the wire began to unravel and became stuck within the sheath. The physician removed the sheath, wire, and dilator from the patient and attempted to separate the wire from the sheath and dilator outside the body; however, the wire remained stuck and could not be removed. The wire was replaced, and the procedure was completed using another device. No patient complications occurred, and the patient recovered fully.